Event description:
It was reported the patient's trial was positional and would lose stimulation in their low back when they moved a certain way. It was noted the patient's leads kept moving.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).